Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient receive an alert for high, out of range, high voltage lead impedance. The patient presented for follow-up where measurements and provocation testing were performed and were normal. X-ray revealed a bending at the connector plug. Therefore, the lead was capped and replaced on (B)(6) 2016. Lead will not be returned for evaluation. Patient condition is stable.